Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the device broke while in use during a workshop. The dermatome stopped working when it was in contact with the cadaver or support (training aid).